Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two segments for analysis. Final analysis found external insulation abrasion was noted at 11.9-12.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this locations.

Event description:
This report is to advise of an event observed during analysis.